Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an critical pump error alarm with other error alarm. The customer also reported leak from the reservoir. The customer's blood glucose value was 300 mg/dl. Customer stated that the insulin pump was exposed to a high magnetic field. Customer was advised the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.